Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 5mm experienced 2 cases of product damage while still considered operable, and 2 cases of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: the customer reported that the pen needle could not be attached to the pen because the hub was deformed.

Manufacturer narrative:
H.6. Investigation: two open 31g x 5mm pen needle samples and five photos were returned from lot. No. 0203811, cat. No. 320129. Visual examination was carried out on the returned samples and photos and it was observed that the hubs on both samples were damaged. Due to the condition the samples were returned no functionality test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31ga 5mm experienced 2 cases of product damage while still considered operable, and 2 cases of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: the customer reported that the pen needle could not be attached to the pen because the hub was deformed.